Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that the representative had the patient reset the recharger. This seemed to clear up the issue and they resumed charging and using the device normally. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins). Patient reported poor coupling with recharging. Patient said he gets boxes but they are empty. Patient declined troubleshooting. Patient wanted manufacturing representative (rep) to help them. No patient symptoms or complications were reported in this event.